Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The device was not returned to olympus for inspection and the reported failure not confirmed. A definitive root cause of the reported issue could not be determined. Based on the results of the investigation, a likely mechanism causing the reported events might be one of the following: potential cause 1: the loop was placed around the body tissue. The tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. The slider was pulled to tighten the loop. Because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. The hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. Pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. The slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Potential cause 2: ligate the polyp by performing the operation correctly. The tube sheath has moved forward, but you didn't realize it and released the loop. (The tube sheath has moved forward due to peristalsis of the patient or movement of the scope.) The base of the loop goes inside the coil sheath. Hook and loop are jammed in the coil sheath because the hook is retracted. Potential cause 3: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large: -scope angle -meandering state of the scope tube -state of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit (even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the patient underwent an endoscopic mucosal resection (emr) procedure for polypectomy under general anesthesia due to a large polyp in the sigmoid colon. The preoperative bowel preparation was satisfactory. A single use ligating device was required for the surgery. Before using the product, the packaging was inspected and found to be intact, and it was confirmed that the distal end of the spiral sheath was not misaligned or crushed. While positioning and ligating during the surgery, the customer pulled the sheath connector all the way out of the ligating ring, place it around the base of the polyp, pulled the sliding handle at a steady speed until it locked with a "click" sound, and confirmed there was no slippage and bleeding. A mechanical lock occurred when the sliding handle was pushed, and the standard release procedure attempted by the doctor was ineffective. The doctor immediately took emergency measures, changed the surgical method, and used a high frequency electric loop snare to remove the polyp near the ligation ring. The polyp tissue and the malfunctioning device was removed from the patient's body. Eight hemostatic clips were added under endoscopic view to stop the bleeding. The wound was then sutured, the polyp was completely removed, the bleeding of the wound was successfully stopped, and the surgery was completed successfully. After the patient recovered from anesthesia, there was no acute abdominal pain, bloody stools, or other discomforts. No further patient impact was reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to the lot number and the manufacturing date. The provided lot number of the device was determined to be invalid. Based on the expiration date provided for the device, the manufacture date is estimated to be september 2023, however an exact date is unknown. Corrected fields: d4 (lot number), h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.